Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. After the lens was inserted, the surgeon noticed the capsule was damaged. The lens was removed and replaced with an unknown iol. According to the surgeon, the lens did not cause the capsule damage, however the device was in contact with the patient at the time of the event, therefore it cannot be ruled out as a possible contributing factor. Additional information has been requested.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. One hour later, the patient experienced the symptoms of lightheadedness, dizziness, affected speech, and she felt low. The patient took herself to the emergency room, where her blood glucose level was tested to be 68 mg/dl. The patient received treatment with glucose tablets/gel. Troubleshooting revealed the patient's test strips were correct, and that the patient had not replaced the meter's battery as recommended by the manufacturer. The meter and test strips were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting hypoglycemia and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.